Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A site clinical applications specialist reported a temporal radial tear which was noticed during the insertion of the irrigation and aspiration tip following the laser portion of laser assisted cataract surgery. No additional treatment was required and post operative complications are not expected. The doctor felt the laser contributed due to microadhesions on the capsulotomy.

Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).